Event description:
It has been reported that "the back brake handles are working fine, but the brakes for the end user controls are not locking for them. The caller stated that the brakes will only move about 1/2 inch either way."